Event description:
It was reported that the procedure was being performed on a (B)(6) old female pt in the cath lab and intended to insert the catheter into the femoral vein. During pretest, the balloon would not inflate. As a result, a new kit was immediately opened and placed into the pt's femoral vein without incident. There was no delay in treatment, no pt death and no pt complications were reported. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.